Event description:
It was reported that the device had a piece stuck in it. Upon return to the manufacturer it was confirmed that a broken burr was inside of the attachment. The complainant was not aware of any surgical delay or adverse consequences as a result of this event.

Manufacturer narrative:
This report had been originally prepared as an asr report. However, as advised by the MDR policy branch (29oct14) unknown device ID's can no longer be listed in asr report submissions and it has been advised to submit this report as a 3500a MDR report. This report is therefore being submitted more than 30 days from the awareness date.